Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was cold and had not been interrogated prior to implant. After implant, the device could not be programmed and was at elective replacement indicator (eri). The physician left the device implanted; however, the device still could not be programmed the next morning and remained at eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product event summary: the device was returned and analyzed. No anomalies were found.